Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-(B)(4).

Manufacturer narrative:
H10 additional manufacturer narrative: edwards received additional information through follow up with the healthcare provider. Based on the available information, the root cause of the event was likely due to patient related factors and procedural factors. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 27mm mitral valve was planned for double valve-in-valve procedure due to severe mitral stenosis after an implant duration of 7 years, 4 months. As reported, this was an extremely high-risk case. Subclavian access obtained for aortic valve in valve replacement. Transeptal access obtained simultaneously for mitral valve in valve replacement. The patient passed away prior to any valve being implanted. Entire left atrium was thrombosed, which occurred while delivering valve through the sheath via left subcalvian. During advancement of the valve through the sheath the sheath was pulled back inadvertently, such that the sheath tip was no longer in the aorta, but pulled back into the left subclavian, and therefore the valve was bare-backed in the subclavian. As the physicians were attempting to pull the valve back into the sheath, the echocardiographer noted that the entire la was thrombosed. The patient¿s entire ascending aorta was noted to be dissected. Perfusion also noted that they were not able to perfuse the patient. The event was attributed to an adverse reaction to heparin, as the act was over 500 and there was still thrombosis occurring. The patient was then pronounced dead at that time on the table. Labs were being sent to determine if this was the case.

Manufacturer narrative:
Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration, and/or endocarditis. The device was not returned for evaluation, as it remained implanted. In this case, minimal information regarding this event was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the event remains indeterminable. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that an unknown mitral valve was also planned for a valve in valve procedure due to unknown reasons after an unknown implant duration. As reported, this was an extremely high-risk case. The patient passed away prior to any valve being implanted. The entire left atrium was thrombosed. Perfusion also noted that they were not able to perfuse the patient. The event was attributed to an adverse reaction to heparin, as the act was over 500 and there was still thrombosis occurring. No additional details were provided.